Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump annunciated an alarm that stopped all insulin delivery. There was no reported impact to the customer's blood glucose level. The type of alarm was unable to be confirmed. It was recommended that the customer contact tandem technical support should another alarm occur.